Event description:
It was reported that a preclosure technique of a common femoral vein was attempted using two perclose proglide devices prior to a melody valve procedure, using a 6f sheath. Reportedly, the suture of the first device was harvested successfully and a second device was deployed. After plunger removal (step 3), the physician stated that he pulled too hard on the suture and the suture broke. A third perclose proglide was successfully deployed. The sheath was upsized to 19f to 24f for the interventional procedure. Hemostasis was achieved after the procedure using the sutures of the first and third devices. There was no reported adverse sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis of the returned components including the body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal. There was no indication of a product quality deficiency that would contribute to the reported event. The plunger was returned and the anterior needle appeared normal. The cuffs, link, needle tip and monofilament were not returned with the device. Without the return of these components, the scope of this investigation was limited. The reported event of suture break could not be verified or confirmed. Based on the investigation findings, an anterior cuff miss occurred because the needle tip was returned without the anterior cuff. The suture will not be present during plunger withdrawal and can appear very similar to a suture break. The probable cause for the anterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or failure to position and maintain the device at a 45 degree angle throughout deployment. In process testing such as 100% visual inspection and destructive testing to verify function and quality of the lot met specifications. It was reported that a preclosure technique of a femoral vein was attempted using two perclose proglide devices prior to a melody valve procedure. The perclose proglide device instructions for use states: the perclose proglide suture-mediated closure (smc) system is designed to deliver monofilament polypropylene suture to close femoral artery puncture sites following diagnostic or interventional procedures and it also states: the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths. Whether this contributed to the reported event is could not be determined. Based on the investigation, the probable cause was determined to be related to the operational context during use of the device and not a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint-handling database did not reveal any other incidents of suture break reported from this lot. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Incorrect anatomy, closure of the common femoral vein. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.